Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was duplicated and attributed to the processor/bridge/pace (pbp) board. During evaluation of the pbp board, the root cause was traced to a faulty capacitor. Therefore, the pbp board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.